Event description:
It was reported that the patient's "stimulation was turning off" and that he "went to (B)(6)prior to his loss of therapy." It was noted that the patient's right side was stiff. It was further noted that the "stimulation was turned back on and the patient felt fine." It was indicated that the patient's device was "lost or stolen."

Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2011. Product type: programmer, patient: product ID 3387s-40, lot# v054604, implanted: (B)(6) 2008. Product type: lead. (B)(4).